Event description:
It was reported that during a procedure a clip applier was used and cut the patient's vessel. Another clip was placed on the vessel and the vessel was sutured closed. The patient was reported to be in satisfactory condition following the procedure.

Manufacturer narrative:
Stryker sustainability solutions resterilized the complaint device through our open-but-unused process. A visual examination of the device did not reveal any damage. The device was actuated and was able to expel staples. The window on the device indicated the cartridge was more than half full of staples. In addition to actuating the device, the device was also used to apply the contained clips to a medium. The clip applier was found to operate properly and the device successfully applied closed clips and did not misfire. Since the complaint device passed all function testing, a root cause could not be determined. Do to the infrequency of this type of event, no trend analysis is available.